Event description:
Case reference number (B)(4) is a spontaneous report sent on 08-jan-2026 by physician via a sales representative concerning a 52-year-old female patient. Additional information was received on 12-jan-2026 from the same reporter. The patient had facial wrinkles. No information regarding concomitant medications, allergy history, or previous filler treatments was provided. On (B)(6) 2024, the patient received treatment with 1 full vial of sculptra to facial area (unknown lot number, injection technique and needle type) for facial wrinkles. On the same day, the patient received treatment with restylane kysse to the lip and the corner of the mouth (unknown lot number, injection technique and needle type). The restylane kysse was injected to corner of the mouth (off label use of device). Additionally, on the same day, the patient received treatment with botox [botulinum toxin type a] to the corner of the mouth. After receiving treatment with sculptra, restylane kysse, and botox on the same day, the patient was diagnosed with skin abscess (implant site abscess) and allergic contact dermatitis (dermatitis contact). On the same day, the patient was prescribed with zaltron [zaltoprofen], upadin [artemisia argyi], tablet ceprozima [cefprozil monohydrate], tablet olopan [olopatadine hydrochloride] and tablet medrone [methylprednisolon]. These medications were taken from (B)(6) 2024. On (B)(6) 2024, the patient received treatment with 1 full vial of sculptra to facial area (unknown lot number, injection technique and needle type) for facial wrinkles. On the same day, the patient was diagnosed with the same conditions, which were skin abscess and allergic contact dermatitis. On (B)(6) 2025, the patient developed mild perioral nodules (implant site nodule) and visited the clinic. Upon examination, the treating physician identified three nodules in the left perioral area, and hyaluronidase [hyaluronidase] 1500 iu was administered for treatment. On (B)(6) 2025, the patient received treatment with triamcinolone [triamcinolone] 0.4 mg (1 ml) and hyaluronidase 1500 iu, along with intramuscular injections of dexamethasone [dexamethasone] and pheniramine [pheniramine]. On (B)(6) 2025, the patient was administered treatment with triamcinolone 0.2 mg (1 ml) and hyaluronidase. On (B)(6) 2025, the hcp reported that the perioral nodules improved. However, nodules were observed in the left and right anterior malar subcutaneous cheek areas. The nodules were mechanically manipulated using a cannula. On (B)(6) 2025, the hcp administered treatment with triamcinolone, and the patient was prescribed cephamethly tablets 1500 mg, zaltron [zaltoprofen] tablets 240 mg, upadin [artemisia argyi] tablets, and olopatadine [olopatadine] tablets 15 mg, to be taken until (B)(6) 2025. On the same day, the nodules were also mechanically manipulated using a cannula. On (B)(6) 2026, the patient returned to the clinic because the symptoms did not improve. The patient reported persistent nodules and did not specify whether they were located only in the cheek or also in the perioral area. The patient also reported prolonged bruise (implant site bruising) and oedema (implant site oedema) of mild severity, without noticeable improvement. The onset dates of the bruising and oedema were unknown. For further treatment, the patient scheduled an appointment at another clinic. On (B)(6) 2026, the sale representative reported that since the initial report, there were no updates on the clinical course of the events. On (B)(6) 2026, the treating hpc administered an injection of triamcinolone (dose unknown). In addition, montelukast [montelukast sodium] tablets were prescribed, with an unknown dose and duration of the treatment. On the same day, the nodules were ongoing. At the time of this report, on (B)(6) 2026, the outcome of the nodules was that they were ongoing, as most recently reported by the hcp on (B)(6) 2026. However, the outcomes of the skin abscess and the allergic contact dermatitis were unknown. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Skin abscess was unknown. Allergic contact dermatitis was unknown. Bruise was not recovered/not resolved/ongoing. Oedema was not recovered/not resolved/ongoing. Restylane kysse was injected to corner of the mouth was recovered/resolved. Tracking list: v.0 initial v.1 fu1, fu2 and fu3 received on (B)(6) 2026 and (B)(6) 2026 from the same reporter. Events (implant site abscess and dermatitis contact) were added. Onset date of events (implant site abscess and dermatitis contact), outcome, corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious events of nodule, abscess, oedema at implant site and dermatitis contact and the non-serious event of bruising at implant site were considered expected and possibly related to the treatments. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure associated with inadequate aseptic technique or the patient´s hypersensitivity or a foreign body reaction to the product in the local tissue. The restylane kysse was used off label in the oral commissures. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure or the product. Lot number was not reported, and the product could not be verified. Follow ups were attempted, but without success. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.